Event description:
It was reported that while using the bd epicenter¿ data management system, five antibiotics for interpretation were blocked from being sent to the lis. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.